Manufacturer narrative:
Concomitant medical products: 1688tc- competitor lead, 1056t-competitor lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant, the right ventricular (rv) lead dislodged (suspected micro-dislodgement) and there was high thresholds. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.